Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported of having difficulties rewinding during priming. Customer removed batteries and numbers on display screen began scrolling. Customer's blood glucose was 220 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with intermittent up arrow button response due to corroded keypad traces. No unexpected numbers ramping during testing. The rewind functioned properly during testing. The insulin pump passed the error test. No alarm noted. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.